Manufacturer narrative:
This is an oral complaint, i.e. The pacemaker was not available for analysis. Therefore, the quality documents accompanying this particular pacemaker and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker and the product lot. Particular with regard to the infection mentioned in the complaint the biotronik sterilization protocol confirmed that all sterilization parameters, such as gas-concentration, temperature, humidity, ect., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the device was not available for analysis. There were no deviations during the production process that could have been related to the problems mentioned in the complaint. The infection is not device related.

Event description:
This system was removed for infection per oos. Pt was later implanted with philos ii dr-t. Setrox s 45, MDR 1028232-2007-0193. Setrox s 53, MDR 1028232-2007-0192.